Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: 05414734401708, serial: unknown, batch: 3637214.

Event description:
It was reported that the patient unable to place their system into MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undergone (B)(6) 2023to resolve the issue. It is unknown which lead has high impedances.